Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No additional information has been obtained. Additional information indicates that the revision was performed due to difficulty charging the ipg. The patient did well postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No additional information has been obtained.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No additional information has been obtained. Additional information indicates that the revision was performed due to difficulty charging the ipg. The patient did well postoperatively.